Event description:
Implanted and within several hrs the catheter sucked up in to the jugular and kinked. Port removed.

Manufacturer narrative:
The device has not been returned to the MFR at this for eval. A lot history review (lhr) of rewj0401 showed no other similar product complaint(s) from this lot number.